Event description:
This lv lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011. An adverse event form was received on (B)(6) 2012 stating that on (B)(6) 2011, it was noted that the lv lead had elevated capture thresholds. Patient was brought to the hospital on (B)(6) 2011 for invasive lead revision. At that time investigator decided to replace the lead. Update (B)(6) 2012-device check demonstrated lv lead was not capturing during device interrogation. Subject denied symptoms. Lv pacing output was increased accordingly (increased lv amplitude from 1.5 to 2.2) as patient came to clinic sub threshold lv it appears lv threshold continue to rise. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).